Event description:
It was reported that during follow-up, episodes of non-sustained lead noise due to post-paced t-wave oversensing were observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.